Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-03820. It was reported that a pericardial effusion occurred. During an ablation procedure for left ventricular tachycardia, an orion catheter and a viking electrode catheter were selected for use. The orion was advanced via the femoral vein to the left atrium without problem. After 45 minutes of procedure, interferences appeared on the electrodes 7 of the 8 branches of the orion catheter. After a further 10 minutes, interferences /noise was noted on all the electrodes. While mapping, with the orion and viking catheters inside the patient, a pericardial effusion occurred and was drained. The orion was replaced by another of the same device and the procedure was completed. No further patient complications were reported and everything was fine for the patient.